Event description:
(B)(6) did hip replacements on both hips. Since the beginning, I have had pain especially in the left hip. The pain now goes down to my knee. I'm not given pain medication anymore so I buy ibuprofen but it does not help. The pain is so bad I cannot stand for long and need a walker to get around.